Manufacturer narrative:
Medical records review: the patient status post trauma with a splenic laceration and pelvic fracture had a vena cava filter deployed at the infrarenal level. Approximately nine years nine months post filter deployment, cta of the abdomen and pelvis demonstrated a filter in the infrarenal vena cava with the superior tip touching the anterior wall of the ivc with multiple legs extending beyond the caval wall, closely abutting the aorta and adjacent bowel. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years and nine months post filter deployment, cta of the abdomen and pelvis demonstrated a retrievable filter in place in the infrarenal ivc with the superior tip of the filter touching the anterior wall of the ivc. Multiple legs were extending beyond the confines of the caval wall, closely abutting the aorta and adjacent bowel. A posterior leg eroded into the l3 vertebral body. Therefore, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, the filter was successfully retrieved after multiple filter limbs allegedly perforated beyond the vena cava wall. No patient injury was reported.